Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The event of necrosis with a possibility of a vascular event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported the day after injection with juvederm ultra plus xc in the "nose tip, supra tip and dorsum," pt developed necrosis to the injection site with a possibility of arterial "embolization." Pt was treated with "hylase."